Manufacturer narrative:
Product event summary: data files were returned for analysis. The files showed at least 13 applications were performed with a non-returned balloon catheter without any issue on the date after the event date. There was no issue with the balloon catheter through data analysis. In conclusion, the clinical issues, perforation and effusion, occurred during the procedure. There is no indication of a relation of the adverse events to the performance of the product. The physical product was not returned. Correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure dropped. The patient was checked for a pericardial effusion but none was seen at the time. The case was continued and completed with cryo. The patient's condition was not improving and intracardiac echocardiography (ice) was performed to check for an effusion once again, and a perforation was detected along with an effusion. A pericardiocentesis was performed twice to drain all of the fluid surrounding the heart. The perforation was alleged to have occurred with the balloon catheter during right superior pulmonary vein (rspv) isolation, before the balloon catheter had completely thawed. The balloon catheter was said to have felt "sticky" during manipulation after cryo ablation. The patient was hospitalized overnight and has recovered. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure dropped. The patient was checked for a pericardial effusion but none was seen at the time. The case was continued and completed with cryo. The patient's condition was not improving and it was then that a pericardial effusion was seen. A pericardiocentesis was performed twice to drain all of the fluid surrounding the heart. A perforation was alleged to have occurred with the balloon catheter during right superior pulmonary vein (rspv) isolation, before the balloon catheter had completely thawed. The patient was hospitalized overnight and has recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.